Event description:
The consumer's wife states when her husband went to sit on the rollator, the plastic part before the wheel allegedly cracked in half, causing her husband to fall. No injury is alleged.

Manufacturer narrative:
No injury reported. The consumer reportedly went to sit in rollator chair and the wheel bolt snapped off resulting in the rollator to tilt and the consumer fell in bushes outside. If the caster was permitted to loosen, improper maintenance of this type can result in bending and eventual fracture of a stem bolt. Current user guides cover this area. User error/improper maintenance is likely cause of this incident. As a courtesy, the wheels were replaced by dealer. MDR filed as a conservative measure.